Event description:
Patient revised to address cup spin out, found to have no bone ingrowth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.